Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that patient called because she was having a lot of pain and swelling a few days after the procedure at tooth location # 14. Was seen at the office the next day and as soon as the doctor applied the local anesthetic injection, the area immediately began to ooze puss from the injection site. A sinus lift and implant were done. Patient came in for emergency removal of implant and drainage of infection in the sinus cavity where the implant and bone grafting was done. A biopsy of the site was sent to pathology lab for analysis. Follow up as needed to monitor healing. Procedure was not completed using other implants. Symptoms as a result of the event: abscess, infection, inflammation, puss, swelling & pain.